Event description:
Procedure type: gynecology. According to the reporter: the balloon burst after being inflated at 10ml only. Another device was used to complete the procedure. There was no injury to the patient. No additional information available at this time.

Manufacturer narrative:
(B)(4).